Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that myopotential testing did not reproduce the noise, but isometric testing was able to.

Event description:
It was reported that when the patient presented for a device replacement, far p-wave oversensing was observed in two instances. Bi-ventricular pacing was inhibited. No programming changes were made at this time, and the patient would be monitored remotely.